Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pancreatic cyst during a pancreatic cyst gastric bypass procedure performed on may 27, 2024. During a scheduled check per protocol performed on an unknown date, stent migration was noted, which was confirmed via endoscopy and computed tomography (CT) scan. The stent was removed using grasping forceps. There were no patient complications reported due to this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a010402 captures the reportable event of stent migration.